Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: feasibility and outcomes of repeat percutaneous edge-to-edge mitral valve repair procedures in patients at high risk for surgery. (B)(4).

Event description:
It was reported through a research article identifying mitraclip that may be related to a recurrent mitral regurgitation, reintervention, hospitalization, heart failure and bleeding. Details are listed in the attached article, titled feasibility and outcomes of repeat percutaneous edge-to-edge mitral valve repair procedures in patients at high risk for surgery.

Manufacturer narrative:
(B)(4). A review of the lot history record of the complaint devices could not be performed because the products were not returned for analysis and the part/lot information for the devices was not provided. Based on the information reviewed, a definitive cause for the reported patient effects of hemorrhage, worsening mitral regurgitation, worsening heart failure, therapy/non-surgical treatment and hospitalization (prolonged) for the patients could not be determined. The reported patient effects of hemorrhage requiring transfusion, worsening mitral regurgitation, worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.